Manufacturer narrative:
Pending investigation. Concomitant medical products: 5502023, 02-010-03-0330 - logic cr femoral cem, right, sz 3. 5460129, 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t. 5495458, 200-02-35 - three peg patella 35mm. Correction/removal number: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2018. The patient presented back to the surgeon with complaints of pain, swelling, and dissatisfaction with their right tka. After examination, the patient was scheduled for initial revision surgery on (B)(6) 2022, where all of the exactech implants were removed from the patient. The poly showed wear and is a part of the recall. An infection prophylactic antibiotic tka was placed on (B)(6) 2022. The patient returned on (B)(6) 2022 for the removal of the antibiotic prophylactic tka and was re-implanted with a competitors revision total knee prosthesis. There was no reported breakage of devices and a 45 minute surgical delay. No adverse events as a result of the surgical delay/prolongation. The patient required prolonged hospitalization as a direct result of this issue.

Manufacturer narrative:
H3: the revision reported may have been the result of prosthesis wear and patient-related conditions, which led to pain, swelling, and dissatisfaction of the right knee. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of prosthesis wear and patient-related conditions, which led to pain, swelling, and dissatisfaction of the right knee. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.